Event description:
Info received indicates the foot end casters will not hold when in brake.

Manufacturer narrative:
The tech found the casters were worn. He replaced the four casters to repair the bed.